Manufacturer narrative:
The lens was inspected under a stereoscopic microscope set to 15x magnification. The lens was in one piece; one haptic was intact and the other haptic was missing. This haptic piece was not found anywhere in the returned packaging. The cross-sectional inspection of the broken haptic area was smooth and relatively straight. No other defects were noted. The cartridge used and lens are not compatible per IFU. A full audit of all batch documentation relating to the production of the devices was performed. The audit concluded that all procedures in manufacturing and packaging of the devices had been conducted correctly. Batch reconciliation was 100.0%. After having carried out a detailed investigation of the lens in question, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. The visual examination carried out showed that the damage seen on the broken haptic suggests that it was either handled whilst in a dehydrated state or was caught in the cartridge. As such, lenstec recommends that the lens should not be held out of the saline solution for more than two minutes as recommended in the instructions for use. Lenstec also recommends that the user follows the instructions for use provided with the lens which indicates the compatible instruments and the procedure for correct implantation of the lens.

Event description:
Lenstec, inc. Received an email notification that " haptic torn off during insertion".